Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Pt underwent mesh implant for ventral hernia repair in 2003. Pt had mesh explanted in 2004 for ventral hernia recurrence, extensive adhesions and report of mesh being dislodged. Pt was implanted with another mesh.